Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. Sample mix-up. Differences in technology.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from chile alleged discrepant results for three patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged samples initially generated a triple positive result for influenza a, influenza b, and sars-cov-2. For patients 1 and 3, the same sample was retested on a different cobas liat analyzer yielding a positive result for influenza a only (negative results for influenza b and sars-cov-2). For patient 2, the same sample was retested on a different cobas liat analyzer yielding a negative result for all targets (influenza a, influenza b, and sars-cov-2). Repeat results for patients 1 and 3 were reported. Unknown if results were reported for patient 2. No harm was alleged. An investigation is being conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation.